Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that patient underwent right partial knee arthroplasty on an unknown date. Subsequently, patient underwent a procedure to re-close the surgical wound on (B)(6) 2008 due to dehiscence. No further information has been provided.